Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm medium-large clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was installed on an in-house system. The instrument failed the mechanical engagement sequence. The grip axis yaw inputs of instrument failed to engage with the in-house system's sterile adapter during multiple attempts. Additional observations: the instrument was found to have a broken grip cable at the proximal end in the housing. This caused cable to loosen at the distal end. Correction to section d: primary product batch/lot number was updated to k11230608 0096.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.